Manufacturer narrative:
Product ID: 3987a, lot# n347580, implanted: (B)(6) 2012, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Physician product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was flipped. It was noted the patient was having trouble recharging the ins. It was further noted the patient was not sure when they found out the ins was flipped. Additional information was requested, but was not available as of the date of this report.